Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a 4 level kyphoplasty. During procedure, the balloon would not deflate on level 3, so the physician had to pierce the balloon to remove it. The physician proceeded to complete the 4th level on patient with another balloon and faced no difficulties. The patient outcome was reported positive.